Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head, reagent probe, and sample probe, readjusted the rinse station, and cleaned and decontaminated the fluidic paths. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The total protein and calcium reagent lot numbers were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 and calcium gen.2 results for several patient samples tested on a cobas 6000 c501 module. It was reported that the customer observed unusually low total protein results around 1 g/l and calcium results ranging from 1 mg/dl to 2 mg/dl. Subsequent testing at a different facility yielded normal values. Exact values were not provided.